Manufacturer narrative:
This report is submitted on february 16, 2022.

Event description:
Per the clinic, the patient experienced skin infection at implant site and subsequently, was treated with antibiotics (oral, IV and topical) (specific date and duration not reported). However, the issue could not be resolved and the device was explanted on (B)(6) 2022. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 19, 2022